Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: endoleak type iii around bridging grafts is reported. Imaging was not provided for the investigation. A clinical assessment of the provided information was performed for the investigation. As per the clinical assessment, given the lack of imaging, any comments as to what caused the type 3 endoleak are speculation. As per the assessment, there were apparently two problems, resulting in the type 3 endoleak. The second zta landed a bit higher than intended, and the two zta grafts retracted even further proximally during the deployment of the fenestrated cmd. It is suspected that it may possibly have been the longitudinal ¿stretch factor¿ of the frozen elephant trunk graft. Cook does not have any information as to what device was used for this. It¿s possible that deploying the two zta grafts were done while gently pulling on the elephant trunk, which then recoiled proximally, and there was possibly more proximal retraction of the entire elephant trunk-zta complex due possibly to wire/sheath/device manipulation during the cmd deployment. However, that is only speculation, as cook do not have any imaging to confirm what may have happened. It was concluded that it has not been possible to ascribe any failure or fault to any of the cook devices, and that the most likely problem was procedural and due, at least in part, to the longitudinal ¿stretchability¿ of whatever was used as a frozen elephant trunk. The complaint of endoleak is confirmed based on the provided information. Based on the reported information and clinical assessment, the problem was most likely procedurally related. As per IFU shipped with this device it is strongly recommended that a minimum three-stent overlap between components is ensured, however this has only been determined for zenith alpha¿ thoracic devices. Endoleak is listed as a potential adverse event in the IFU. No evidence to suggest that the product was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Similar to device under PMA/510(k) p140016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: on (B)(6) 2019 the physician inserted the first 2 thoracic grafts as part of a staging thoracoabdominal procedure. The zta-p-40-217 was inserted first into a frozen elephant trunk graft and secondly a zta-pt-42-38-225 was inserted to land approximately 2.5 cm above celiac artery. At the time the graft appeared to land higher than expected but no further action taken at this time. On (B)(6) 2019 the custom fenestrated component was inserted and it was noted that there was only going to be about 11/2 stent overlap so it was discussed that a further bridging graft would be required between the existing thoracic stent and the custom fenestrated graft. The fenestrated procedure was completed and the bridging graft was inserted. By this stage the grafts had further separated proximally and now there was no overlap evident. The bridging graft of zta-p-40-117 was inserted to bridge the proximal thoracic graft of 38 mm diameter into the custom fine stated graft of 40 mm diameter, balloon molding with the coda 46 was performed. On the final run an endoleak was evident but the physician wanted to wait to assess with the CT scan as he was not convinced it was an endoleak. The CT scan was performed on (B)(6) 2019 and endoleak around the bridging grafts is evident as per the physician. The patient is currently stable but may require further graft extension to address the endoleak. Additional information received 21jul2019: "on wednesday (B)(6) 2019 a graft further was implanted ¿ zteg-2p-42-216-pf and this has resolved the endoleak that was caused from insufficient overlap between the cmd fenestrated device and the proximal thoracic grafts. There were no issues with any of the grafts implanted, this was purely a procedural issue and resulted in insufficient overlapping of components with a resulting endoleak. Physician repeated this patient's CT scan and reported that the endoleak had resolved however he acknowledged that a further graft was required to maintain the seal between the cmd fenestrated graft and proximal components." Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.